Manufacturer narrative:
(B)(4). Method: two rt225 infant breathing circuits were returned to fisher & paykel healthcare in (B)(4) for inspection. The electrical resistance of the inspiratory heater wires was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire of the first infant breathing circuit was outside the required specification. No fault was found with the electrical resistance of the second breathing circuit. A lot check revealed no other complaints of this nature for lot number 100906. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Manufacturer narrative:
(B)(4). The rt225 infant bias flow breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A distributor in (B)(6) reported that the breathing circuit of an rt225 infant bias flow breathing circuit kit was "not heating." This was noticed before patient use. No patient consequence was reported.

Event description:
A distributor in (B)(4) reported that the breathing circuit of an rt225 infant bias flow breathing circuit kit was "not heating". This was noticed before patient use. No patient consequence was reported.